Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: while trialing a unipolar head on a hemi hip it was reported that the spacer would not sit flush inside the 50 head trial. Surgeon checked it and after decontamination, it was stated that it seems to have something preventing it to sit fully. (B)(6) 2017 - evaluation of the returned trial found deep gouges with pieces of material missing. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While trialing a unipolar head on a hemi hip it was reported that the spacer would not sit flush inside the 50 head trial. Surgeon checked it and after decontamination, it was stated that it seems to have something preventing it to sit fully. September 11, 2017 - evaluation of the returned trial found deep gouges with pieces of material missing. (B)(6).